Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Event description: per cnf, it was reported that: the guidewire was left in the la once, the farawave and faradrive were pulled in the ra, and when the mapping was completed and the wire was returned to the la for addition, the wire got stuck. When it was removed outside the body, adhesions were found on the wire, and the adhesions were submitted to the hospital for pathology. Only the wire was replaced and the procedure continued. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no patient injury first time the unit was used: tested prior to use: used before expiry date: generator used ablation[?]catheter used other used device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f12: serious injury/ illness/ impairment as reported device codes: 1346: difficult to remove as reported patient codes: 9270: thrombosis, 9004: adhesions.

Manufacturer narrative:
There was a bend on the guidewire located approximately 3.3cm from the distal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. No other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user does not exercise care during the insertion of the flexible end of the guidewire into the entry device/catheter" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions sections: - exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per cnf, it was reported that: the guidewire was left in the la once, the farawave and faradrive were pulled in the ra, and when the mapping was completed and the wire was returned to the la for addition, the wire got stuck. When it was removed outside the body, adhesions were found on the wire, and the adhesions were submitted to the hospital for pathology. Only the wire was replaced and the procedure continued. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no patient injury first time the unit was used: tested prior to use: used before expiry date: generator used ablation[?]catheter used other used device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f12: serious injury/ illness/ impairment as reported device codes: 1346: difficult to remove as reported patient codes: 9270: thrombosis, 9004: adhesions.